Event description:
It was reported that the patient presented in emergency room (ER) due to syncopal episodes. Upon interrogation, the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. Programming changes were made to the device to deactivate high voltage therapy and the patient was fitted with an external defibrillator until the rv lead was capped and replaced on (B)(6) 2021. Patient condition was stable.